Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump shut off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: this roller pump was being used as a vent and during priming of the circuit in preparation of cpb, he perfusionist (ccp) noticed the local pump display went blank. The ccp disconnected and re-connected the power cable (back of the pump) and the display was still blank. Cables were wiggled and the pump display would at times illuminate, again. The ccp elected to move the tubing from this one pump and she moved it over to the other vent pump (two tubes in one pump). The "problemic" roller pump was not used for the procedure and was removed from service after the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) troubleshoot via phone with the ccp with instruction to reseat the cable and make sure cable was tightened on the network interface card (nic) board. The biomed arrived at the user facility to further troubleshoot the reported failure. He observed all connections were properly seated and tightened, and the pumps 24 volts through respective channel finished the power up sequence. However, the biomed observed an improper shutdown only on the suspect roller pump by wiggling the central control monitor (ccm) cable. The biomed contacted technical support for assistance.